Event description:
It was reported that the pump was exposed to extreme temperatures which caused an alarm. Reportedly, the customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Elevated bg was addressed by administering a correction bolus. Tandem technical support educated caller that it is recommended users avoid activities which could expose the pump to extreme temperatures. Customer continued using the pump for insulin therapy.